Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that due to a computed tomography (CT) scanning procedure the (implantable heart) device settings were reprogrammed back to the "initial interrogation value" from its currently programmed vvi setting and an error screen displayed on the programmer indicating that the atrial sensitivity was turned off. It was further reported that the programmer was rebooted and the setting was changed without any problem. The current status of the programmer is not known. No patient complications have been reported as a result of this event.